Event description:
It was reported that one of the patients leads had high impedances. The patient underwent a right lead replacement procedure and was doing well postoperatively. The explanted lead was not returned as it was kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: na. Batch: 25031194. UDI: (B)(4).